Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.25 x 24 mm synergy was advanced but the edge of the stent was found to be lifted. It was replaced with a different device to complete the procedure. No patient complications were reported.